Event description:
Healthcare professional reported, left side deflation and textured implant. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety/product/procedure: unable to confirm, as it is a medical event not related to the device. Deflation: observed, broken striated on posterior side assessed, as surgical damage. And missing piece of shell assessed, as inconclusive. Observed, openings striated on posterior side assessed, as surgical damage. Additional observations: crease fold observed. Wear abrasion observed, on the device. Yellow and white particles inside of the device.

Event description:
Healthcare professional reported, left side deflation. And textured implant. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and textured implant. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 28/nov/2023.

Event description:
Healthcare professional reported left side deflation and textured implant. Device has been explanted and replaced.